Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag ventricular assist device (vad) could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s sepsis could not be conclusively determined. The centrimag rvad was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot #10122163, revealed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. A) lists possible side effects associated with the system, including but not limited to: infection, end organ dysfunction, and neurologic dysfunction. These are potential side effects with all mechanical circulatory support systems. This IFU also provides the following warnings and cautions: IFU warning #10: the centrimag vad must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi organ failure. It was stated that the outcome was not device or therapy related. It was stated the outcome was due to post left ventricular assist device (lvad) implantations. The patient suffered from bleeding, right ventricular (rv) dysfunction, pulmonary and renal dysfunctions, and the patient was supported with right ventricular assist device (rvad) with oxygenator, continuous renal replacement therapy (crrt). The device worked as expected. It was unknown if an autopsy was performed. The pump was explanted and would not be returned. Details leading up to the death and about the source of the bleeding were awaited from the center. It was communicated that renal dysfunction and right heart failure both did not exist pre-lvad implant. It was communicated on (B)(6) 2024 that the patient was a known case of heart failure with reduced ejection fraction with recurrent episodes of shortness of breath, low urine output, and was admitted with features of sepsis shock. The patient required high ionotropic support and therefore intra-aortic balloon pump (iabp) was inserted. The patient was optimized and prepared for lvad implantation, with all relevant investigations and preoperative procedures. On (B)(6) 2024, the lvad implantation was done. On postoperative day 2 (on (B)(6) 2024, the patient was taken back to the operating table (ot) for chest closure. The patient was taken to ot again in view of low urine output, low mean arterial pressure (map) and gradual dilation of rv with atrial fibrillation. Temporary centrimag rvad support was established. Hemodynamically, the patient remained critical and urine output was reduced. Crrt was initiated, but unable to improve on urine output. Total leukocyte count was on a reducing trend and was 0.3x103/mm. Antibiotics were upgraded. The patient did not show any improvement in neurological status and deteriorated. Arterial blood gas (abgs) gradually deteriorated further, and failure to maintain dialysis due to low intravascular volume was confirmed by echocardiogram. They were unable to maintain hemodynamics in spite of increased inotropes. The lvad and rvad flows were stopped gradually, and the electrocardiogram (ECG) flatlined. The patient was declared clinically dead. The cause of death was stated to be septic shock with renal and respiratory failure in case of lvad for end stage heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.